Manufacturer narrative:
The device has been received by anspach. The device was evaluated and failed the temperature acceptance test (over high limit). Evidence suggests this was due to usage/wear over time. The event was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "overheating" during testing. The device was not used in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.